Event description:
Covidien received a report of a n-560 where the speaker didn't work properly. The covidien technician confirmed that the unit had no audio, no alarms and no beep sound. The problem was isolated to the main pcb, and the main pcb was replaced. No problem with the speaker was found. The n-560 was purchased in (B) (6) 2008, and it had been stored until (B) (6) 2009 by the customer.